Event description:
Vns patient began experiencing grand mal seizures since vns implant and he did not experience this type of seizure prior to implant. Additionally, the patient has recently been experiencing pain at the generator site and has been picking at the incision to the point that it is bleeding. Investigation has been unable to determine the cause of the reported increase in seizure activity or whether the pain at the generator site is cardiac-related as no response has been received to manufacturer's requests for additional information from treating neurologist (via telephone x1, via fax x1).

Event description:
Further follow-up revealed that the patient's parents want the device removed because they feel that the patient will always pick at the incision. The device has not been programmed back to on and the patient is scheduled for consult for removal of the ncp system. It was reported that the reported events regarding the generator incision have resolved.

Event description:
Pt was not explanted due to lack of efficacy. Device was explanted per family's request because the pt is developmentally delayed and picks at the device site. This device implant was against medical advice of the treating physician. Product analysis summary: the pulse generator was returned for analysis. The generator met electrical test specifications. No electrical or visual anomalies were identified that could adversely affect device performance. The pulse generator did not show any condition that would have contributed to the reported events. The concomitant device (bipolar lead) was also returned in pieces and analyzed. The entire lead was not returned. Continuity checks of the various lead sections were performed with no discontinuities identified. The condition of the lead portions returned is consistent with conditions that typically exist following an explant procedure. No coil breaks were found. No other obvious anomalies were noted. The connection between the setscrew and lead pins showed evidence that, at one point in time, proper mechanical and electrical connection was present. The returned bipolar lead portions did not show any condition that would have contributed to the reported events.